Manufacturer narrative:
(B)(4). Insulin pump received with unexpected battery power loss, low battery alert and had high sleep current, problem isolated to electrical board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer stated that the issue persist with replacement of battery cap. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.